Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported experiencing low blood glucose readings in the 30's mg/dl on (B)(6) 2013. Patient stated he had a reading of 72 mg/dl around 9:30 on (B)(6) 2013 and he tried to treat himself but his readings kept dropping; down to 57 mg/dl. Patient reported he ate a bowl of high sugar cereal and then 15 minutes later his legs were shaky. Patient stated he ate some m&m candy and felt his reading was continuing to drop. Patient reported his wife called the emts. Patient stated the emts provided a full tube of glucose; it didn't affect his low blood glucose reading. Patient reported the emts then started an IV with half a tube of glucose in the IV and it did not affect his low blood glucose readings so they gave him the other half of glucose in the IV. Patient's target blood glucose range is 80-170 mg/dl. Verified there was no extra bolus given. Patient stated he thinks the infusion device delivery is too high. On follow up call on (B)(6) 2013 patient reported he declined to go to the hospital and that it took several hours for his readings to return to normal range. Patient stated he does not recall the reading after the last treatment form the emts or his readings from the next day. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. Consumables: adapter: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.